Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney alleged the device "malfunctioned", injuring the patient. The attorney alleged the atrial lead dislodged and , in the process, punctured the right atrium of the patient's heart. It was further alleged the rv (right ventricular) lead was "mal-positioned" and as a result, the patient has a large pneumothorax and fluid accumulating on the right side of the chest cavity surrounding his lungs. The atrial lead was replaced. The rv lead and device remain in use. No further patient complications were reported as a result of this event.